Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The malfunction could not be duplicated. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system's hand control didn't work and there was a hand key error. No pt injury was reported.